Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a intermittent power issue. Replacing the battery with a fresh one did not resolve the issue. There was no damage to the battery compartment, and the cap was securely seated. The patient was hospitalized with a blood glucose (bg) of 800 mg/dl with nausea, abdominal pain, vomiting, extreme thirst and urination. Treatment included IV fluids and insulin via injection. This complaint is being reported because the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. One power on resets associated with a replace battery alarm was observed in the available black box; no unexplained power on resets were observed. Battery cap/cartridge cap were not returned with the pump. Battery compartment is cracked above and below the bumper pad. A new test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time period. Test cartridge cap also used for testing. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found.